Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported that their ins had been turned off for about 6 months due to having surgery on their leg. Pt mentioned that due to the compression from their cast, pt was "zapped" from their therapy and that the zapping happened frequently so they discontinued use of therapy. Pt also mentioned that they had trouble laying on rest position due to their cast. Ps did not confirm event date or managing hcp and tried calling pt back but was unable to reach them.